Manufacturer narrative:
Implant date and explant dates are not applicable as the product was never placed. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), during clinical procedure, patient experienced lack of primary stability.